Manufacturer narrative:
Device is not being returned, therefore, no evaluation could be performed.

Event description:
Sales representative reported that a screw broke while fixating soft tissue graft in tibia. A small piece remains in the pt. Another screw was used behind it to secure the graft. It was confirmed that the distal portion of the screw broke in the tibial tunnel while using a hamstring autograft. The screw was fully seated on the driver and the surgeon felt good seating between the screw and driver. The driver was not removed and re-inserted at any point. The surgeon used a smaller screw to complete the repair. A 15 minute delay was experienced and no pt injury resulted. Site preparation has been requested. The sales representative confirmed that the site was not prepared prior to attempted insertion.